Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and the medical found that the irrigation of the catheter was blocked. The catheter issued a flow alert, then the device was flushed again, but no flow was detected. The device had been used inside of the patient by the time the issue was noted. There were no flow rate change issues noted at the start of the ablation. The correct catheter settings were selected on the generator. The catheter was replaced. The procedure continued. No patient consequences were reported.